Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in the mildly calcified superficial femoral artery, the fox sv ruptured at 10 atmospheres during the first inflation. Another fox sv was used to complete the procedure. There was no adverse pt effect. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant info.